Manufacturer narrative:
On 5/31/2018, mentor became aware that the PMA/510(k) was reported incorrectly in the initial report dated 5/31/2018. The correct PMA/510(k) is p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following was mistakenly omitted from the report submitted on 6/12/2018: the device history record (DHR) was reviewed on 6/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 5685212. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline prostheses on (B)(6) 2018.